Event description:
It was reported that after the device was used in a case, it was noticed that the device has a split in the plastic. They also noted that there appeared to be some older "foreign" material, bone and blood in the jig when they tried to clean it. They are not sure if the foreign material and the damage were from prior use. There is no report of adverse consequences associated with this device at the time of the last use.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.